Event description:
A caller reported experiencing a skin reaction while wearing the adc freestyle libre 2 sensor. The customer experienced symptoms of abdominal pain, nausea, arm and joint pain, slight fever, insertion site infection, and a seizure. The customer had contact with a healthcare professional who prescribed amoxicillin 875 mg and clavulanate 125 (antibiotics) as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor 3mh006zprum has been returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. As well as no issues were observed with the returned adhesive. The sensor plug was observed to be properly seated. No failure modes were observed upon visual inspection of the sensor plug. The sharp was not returned. No malfunction or product deficiency identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported experiencing a skin reaction while wearing the adc freestyle libre 2 sensor. The customer experienced symptoms of abdominal pain, nausea, arm and joint pain, slight fever, insertion site infection, and a seizure. The customer had contact with a healthcare professional who prescribed amoxicillin 875 mg and clavulanate 125 (antibiotics) as treatment. There was no report of death or permanent injury associated with this event.